Event description:
The pt underwent genetic testing for two genes related to a hereditary cancer syndrome, which was ordered by her gynecologist. At the time of her initial testing in 2005, the results were reported out as a variant of uncertain significance. These results were recently updated to reflect a change in the interpretation of this laboratory finding. This particular finding is now classified as a deleterious mutation. The laboratory's policy in this situation is that an updated result is sent to the ordering physician. The pt was never contacted by the physician that ordered her initial testing regarding these updated results. She was only informed of this significant change when a family member with the same test result was contacted by her physician. Pt has now been recommended to follow different medical mgmt options based on these results, which may reduce her risk for cancer or allow for earlier detection.